Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 305901, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an external neurostimulator (ens). It was reported that the lead tip that fixated to the ens cord broke upon attempted insertion by the medical assistant and medical doctor. Further attachment was not possible. The doctor decided to proceed with a one lead test instead of bilateral. There were no extenuating factors, the event occurred after lead placement while bandaging and connecting the external portion of the lead to the ens cord. The issue was resolved by proceeding with unilateral basic evaluation. Since the hard portion of the lead broke, attachment to the ens was not possible. The doctor removed the lead and proceeded with unilateral basic evaluation, no adverse effects were reported and the patient had a successful trial. No further complications were reported or anticipated.